Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope showed no image. The issue occurred during preparation for use for an unspecified diagnostic procedure. The facility finished the procedure with the replacement device. There were no reports of patient harm.

Manufacturer narrative:
Information added to d8, d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is possible that the image sensor unit was broken, resulting in the suggested event. As for the cause of the breakage, since the abnormal images occurred during angulation, irregular stress may have been applied to the bending section, which damaged the image sensor unit cable inside. However, we could not specify the cause. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). "Important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including the destruction of the image sensor. Warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.